Event description:
The pt reportedly experienced intermittencies with his cochlear implant. External equipment was exchanged and programming adjustments were made. Surgery to explant the pt's device will be scheduled. Testing of the device showed zero impedances on all electrodes.